Manufacturer narrative:
Philips has investigated this complaint. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the requested information. The remote service engineer (rse) checked the system remotely and confirmed that smart mask key active at startup. Review of the logfile shows smart mask key active at startup, confirming the malfunction. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and did not found the root cause as it is undeterminable. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system generated the warning message ¿smart mask key active at start up¿, which can impact booting. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.